Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving inthrathecal gablofen (concentration unknown) at 215 mcg/day via an implanted pump for intractable spasticity and multiple sclerosis. The baclofen lot number was unable to be obtained. A pump malfunction occurred. On (B)(6) 2016, the patient went the healthcare provider because she heard her pump alarming. The provider interrogated the device and found the pump went into safe state mode and reduced her dose to minimum rate. The patient was placed on oral baclofen and no withdrawal symptoms were reported. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read and it was determined since the pump went for unknown reasons in safe state the pump needed to be replaced. Interventions/actions taken included placing the patient on oral baclofen and referring to a surgeon for replacement. The pump would be replaced on (B)(6) 2016. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury¿.

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.